Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen. Exact cgm and bg values were not provided, however it was reported that they were 100 points off or more. This report captures inaccuracies occurring over a 3 month period, as reporter did not know exact dates or values. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.